Event description:
It was reported the patient¿s implantable neurostimulator (ins) had a low battery. It was stated the low battery warning was seen by the clinician and the capacity was 0-1 percent. It was noted for the last month the clinician had change the pulse width from 210 to 300. Reportedly, the patient had a return of symptoms night and day and was leaking all the time. It was stated higher values were previously programmed but the time frame was unknown. It was noted the clinician would try to program for therapy until the replacement. It was later reported the patient had their battery replaced about a month prior to report. When the reporter was asked if the implantable neurostimulator (ins) was replaced due to normal battery depletion they said "yeah, well I'm just guessing. She only had that one in about a year and it was dead, so I think they had just determined it was just a bad battery.¿

Manufacturer narrative:
Product ID: 3889-28, lot# v840299, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# njd138274n, product type: programmer. (B)(4).